Event description:
Hill-rom received a report from the account stating that the bed exit would not work. The bed was located in the ICU. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
Hill-rom technical support troubleshot with the customer and suggested isolating the left hand nurse call control board and the communication cable. A search of the hill- rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on its beds. No further info is available on the repair of the bed at this time. The investigation is ongoing, however. If any additional relevant info is identified following completion of the investigation, the additional relevant info will be submitted in a supplemental report.